Event description:
It was reported that "the patient has been in the unit for couple of hours and about 30 minutes ago they began to get high baseline alarms. There are no alarm strips because they did not have any paper in the recorder. The nurse was concerned because the pump stopped pumping with the alarm. I explained that the pump would stop pumping for helium alarms. I had her text me a picture of the screen. They still have the ap fos signal out of range. There is no blood in the tubing. The patient is not moving. I also noted that the balloon volume had been decreased to 35cc. The nurse did not know when that occurred. The balloon pressure waveform has artifact especially at the baseline. I had them check the condensation bottle and it is empty. They had another alarm, and they took a picture of that alarm and sent it to me. The alarm is high baseline. I recommended that the pump be switched for another pump. They were able to switch the patient over to a second a2w. The fiberoptic was connected, but there was no pressure waveform on the screen. The icon was solid blue. The fos status was ok. The pump would switch to back and forth between the fiberoptic and central lumen. There was a dampened central lumen. We tried to calibrate the fiberoptic, and we were able to do that, but there still was no fiberoptic arterial pressure waveform on the pump. I had them disconnect the fiberoptic to make the pump stay on the transducer. We then aspirated and flushed the central lumen. The central lumen pressure waveform is now good. The pump is pumping with no alarms in auto pilot and the balloon volume is back to 40 cc. The patient is stable".

Manufacturer narrative:
Qn (B)(4). The reported complaint of "high pressure, purge failure and fos out of range alarm" is confirmed based on the pictures provided. No iabp part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the class 1 alarms. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the patient has been in the unit for couple of hours and about 30 minutes ago they began to get high baseline alarms. There are no alarm strips because they did not have any paper in the recorder. The nurse was concerned because the pump stopped pumping with the alarm. I explained that the pump would stop pumping for helium alarms. I had her text me a picture of the screen. They still have the ap fos signal out of range. There is no blood in the tubing. The patient is not moving. I also noted that the balloon volume had been decreased to 35cc. The nurse did not know when that occurred. The balloon pressure waveform has artifact especially at the baseline. I had them check the condensation bottle and it is empty. They had another alarm, and they took a picture of that alarm and sent it to me. The alarm is high baseline. I recommended that the pump be switched for another pump. They were able to switch the patient over to a second a2w. The fiberoptic was connected, but there was no pressure waveform on the screen. The icon was solid blue. The fos status was ok. The pump would switch to back and forth between the fiberoptic and central lumen. There was a dampened central lumen. We tried to calibrate the fiberoptic, and we were able to do that, but there still was no fiberoptic arterial pressure waveform on the pump. I had them disconnect the fiberoptic to make the pump stay on the transducer. We then aspirated and flushed the central lumen. The central lumen pressure waveform is now good. The pump is pumping with no alarms in auto pilot and the balloon volume is back to 40 cc. The patient is stable".